Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of the atrial signal resulting in a pacing inhibition. Technical services (ts) discussed programming options and recommended further evaluation of the lead position. The lead was noted to be close to the right atrium, therefore a revision procedure is expected. This lead was then electively explanted and replaced. No additional adverse patient effects were reported.